Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient did not appear for a follow up visit in 2008. In (B)(6) 2009, the patient sent a letter complaining of discomfort. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.